Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer. Customer was able to successfully "upload with current cord" and declined to provide additional information on the issue. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. The customer's blood glucose level ranged from 192-210 mg/dl.